Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at (B)(6). Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporter¿s institution. If additional information becomes available, it will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
The arthroplasty was revised due to instability. The components implantation time is unknown. The acetabular shell, acetabular liner, femoral head components were revised. The patient presented with a maximum ucla score of 2.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding loosening involving a primary tritanium hemi cluster hole cup 52mm was reported. The event was not confirmed. Method & results: device evaluation and results: review of the provided picture did not indicate anything remarkable about the reported device. Dimensional and functional tests were not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as insufficient medical records were received. The clinician did note that review of the provided image indicates that the liner was intact. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: review of the provided operative report indicates that the patient was revised for ¿cup movement.¿ the exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as x-rays and patient history are needed to determine the root cause.

Event description:
The arthroplasty was revised due to instability. The components implantation time is unknown. The acetabular shell, acetabular liner, femoral head components were revised. The patient presented with a maximum ucla score of 2.